Manufacturer narrative:
Kimberly-clark was initially alerted on (B)(4) 2019 however we received sufficient information to enable processing of the event on (B)(6) 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated that the consumer reported tampon unraveling and shredding upon removal and traces of product remained inside her. She saw an urgent care physician and was diagnosed with a bacterial infection.